Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor would not provide a sensor glucose value, and when the sensor was removed from the patient's body the cannula was missing. The sensor was not returned for analysis.